Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a kink in the tip of the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 22226 were returned and analyzed. The data files showed system notice 50003 ¿the pressure was low in the system¿ on one application and 15 applications were performed with an unreturned balloon catheter. Visual inspection of the returned catheter showed the device was intact with no apparent issues. Smart chip verification showed the catheter was used for 7 applications. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 1.35 inches from the tip of the catheter. Pressure test did not show leaks. In conclusion, the guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.